Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue since the malfunction code did not recur. Caller was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.